Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. The patient reported that her pain had never gone away and the patient needed help making an adjustment. The patient reported that she talked a manufacturer¿s representative (rep) but the rep told the patient she didn¿t know anything about adjustments. The patient reported that she had gone down to ¿1 pill difference.¿ the patient reported that she used to take 5 and now was taking 3-4 pills and needed an adjustment for her pain. The patient reported that she had stimulation set to 3.5 at night and would go up to 5, but that made her stumble. The patient reported that she still leaves it at 5 anyways but didn¿t go over 5 because then she couldn¿t walk. The patient reported that she saw the check mark with a and had stimulation set to 3.5. The patient reported that she wanted to increase and increased to 5. The patient reported that she would be okay with stimulation set to 5 and would come down a little bit if she needed to. The patient then reported that stimulation went off for the past few minutes. The patient was walked through turning stimulation back on. The patient was able to turn stimulation back on. The patient reported only seeing group a available when attempting to walk through checking for other groups. No further complications were reported.